Manufacturer narrative:
The customer was the one who inspected the device and found that the gui (graphic user interface) display cord was not plugged into the bdu (breath delivery unit). The customer reinstalled the cable to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator had severe occlusion alarm and stopped ventilation. Though requested, it is unknown if the patient was removed from the ventilator or the outcome of the patient.